Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover, as well as a missing pad in the array. These are believed to have occurred during revision surgery. Photographic imaging inspection confirmed missing pad. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted due to infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.